Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not emit x-rays during the system bootup. A review of the system logfiles found that ippc post test was failed. Upon troubleshooting actions, fse identified that the ippc was failed to boot up. Customer restarted the system, and it came up, but it does not allow x-ray and showing that the image disk full error. So, fse recreated the image store. After recreating image store the issue was resolved and fse restarted the system, but ippc was failed to boot up again. The issue was resolved by restarting the system. Later fse replaced ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not emit x-rays on bootup. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.